Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) voltage was checked on the day of the report and it showed 2.96 volts. The reporter stated that in august it was at 3.00 volts, so she was worried it was depleting too fast. The reporter was informed that the ins started at 3.2 volts and the quick drop at first was expected. The patient was ¿going down and down, losing lots of weight, could hardly walk, used a walker, taking sentiment, and had lots of dyskinesia, like in the morning eight till ten he calmed down, two hours he was miserable.¿ the doctor told them they ¿had to work on it¿ and were given a patient programmer to check the ins. Additional information was received from a consumer reporting that they were told the first ins was going to last 4 years and it lasted 3 and half years. No symptoms reported at this time.